Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. During the investigation, pil observed: a dust-like contaminant was observed on the top enclosure, front panel, inside the inlet of the blower box, on the rear panel, iso port, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the iso port, blower, and blower box. What appeared to be a keratin-like substance was observed on the outlet of the blower box. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.